Manufacturer narrative:
Based on the events as reported the surgeon did not use the recommended trocar size. Per the instructions-for-use, a minimum 10mm trocar is recommended for product code (B)(4). This complaint is confirmed for use related. The sample evaluation confirms a portion of the nylon sleeve on the frame tore and detached from the echo 2 ps. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2018 the surgeon was using the ventralight st w/ echo 2 ps for the first time. As reported 5mm trocars were being used for the case, but the ventralight st w/ echo 2 ps was inserted through an incision above the umbilicus. The process was smooth, mesh was fixated, suture was cut, hemostat was removed, and frame was detached from the mesh without issue. The surgeon attempted to remove the echo 2 ps through the 5mm trocar. The surgeon experienced difficulty while pulling it through the 5mm trocar and the nylon sleeve tore and detached. The torn material became tangled with the edge of the 5mm trocar and pinched the bowel. The surgeon was able to see it in time, stopped the pulling, released the bowel, and finished the removal of the frame through the 5mm trocar. There was no injury to the bowel and no need to perform additional medical or surgical intervention.